Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 280 units of insulin. The customer's blood glucose level was 168 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate.